Event description:
It was reported that following the implantation of a monarc the patient experienced mild pain in the abdomen and lower back. No intervention was taken and the event was considered not recovering/not resolved (continuing). No further patient complications have been reported in relation to this event.

Manufacturer narrative:
This supplemental report is being submitted against an initial report that was submitted under the previous site registration number (2183959). The effective site registration number is 3011770902.

Event description:
It was reported on (B)(6) 2015 that the event was now considered resolved/recovered with no sequelae. No further patient complications reported in relation to this event.